Manufacturer narrative:
The lead was returned and analysis indicated that the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted: 2014-(B)(6); dtba1d1 ICD implanted: 2015-(B)(6). (B)(4)

Event description:
It was reported that the patient fell and afterwards the right atrial (ra) lead and the left ventricular (lv) lead became dislodged. The ra lead and the lv lead were both extracted and new leads were implanted. No further patient complications have been reported as a result of this event.